Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "system error 7". The report states that "[the clinician] called for help with missing pressure readings/arterial line on a fiberoptic they just inserted. The first pump they had issued a system error 7 so they swapped consoles for the ac3. The iab was already inserted in the patient when they connected to the second pump. The fos code read eo. I had her perform a map calibration to the central lumen map of (B)(4). The current map on fos was only(B)(4). Once calibrated the waveform returned and pressure readings were accurate. The patient is going to the or today for cabgx3." No report of patient injury.

Event description:
Reported as "system error 7". The report states that "[the clinician] called for help with missing pressure readings/arterial line on a fiberoptic they just inserted. The first pump they had issued a system error 7 so they swapped consoles for the ac3. The iab was already inserted in the patient when they connected to the second pump. The fos code read eo. I had her perform a map calibration to the central lumen map of 153. The current map on fos was only 3. Once calibrated the waveform returned and pressure readings were accurate. The patient is going to the or today for cabgx3." No report of patient injury.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.